Event description:
The report received from our affiliate indicated that during a "control angio" post procedure in the left shank with a diagnostic catheter, the brite tip became separated from the catheter (no force was applied) and stuck in the vessel. A dissection occured during attempts to retrieve the tip with a retrieval device. The dissection was covered with three stents, as it occurred at a bifurcation. Additional patient and procedure-related information has been requested, but has not been forthcoming as yet. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.